Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 570 mg/dl. Reportedly, the customer suspected that the continuous glucose monitor sensor reading was inaccurate resulting in the elevated bg; however, this could not be confirmed. Insulin was administered via a manual injection to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Reportedly, the customer continued to use the pump for insulin therapy.